Event description:
It was reported that during a benign hysterectomy da vinci-assisted procedure, the surgeon grabbed tissue adjacent to the fallopian tube and a piece of wire protruding from the prograsp forcep instrument and became "stuck" in the tissue. The surgeon confirmed the prograsp forcep instrument was inspected before use and "grossly did not appear abnormal." At the time of occurrence, she was using the prograsp forcep instrument to lift the adnexa. The specific tissue that the wire became stuck in was the tissue of the left fallopian tube. The wire never became detached from the instrument. The entire prograsp forcep instrument was removed including the wire that protruded into the tissue with success and no complications. The affected tissue incurred minimal superficial bleeding which resolved on its own without any intervention. A new instrument was used to continue the procedure, the surgeon did not provide the instrument's name. The procedure was completed robotically as planned with less than a 15-minute delay. The patient did not experience any post-operative complications or need their care plan changed due to this event. No images or videos are available for review. Patient demographics were not provided.

Manufacturer narrative:
The prograsp forcep instrument was received and found to have a frayed grip cable at the distal end. .